Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The event occurred sometime the week prior to the date it was reported to the manufacturer representative, therefore date of (B)(6) 2011 is being used as estimated date. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). A cuff miss (no suture retrieved/attached) can occur due to a number of factors including, but not limited to, needle deflection during plunger deployment due to interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. Ultimately, the return of the proglide device may have aided the investigation in determining a cause for the experienced cuff miss. To ensure this type of experience is not a result of a potential product related deficiency, a 100% in process testing of devices are performed to assure there is no needle deflection, which may cause the event reported in this case. A sampling of finished devices is also tested to verify the functionality of the device. A review of the device history record did not reveal any non-conforming material records associated with this lot. Based on the information received with this incident and without the product to examine, a definitive cause for the reported experience cannot be determined

Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery after an unspecified procedure. Reportedly, when the plunger was retracted the suture was not present. The device was removed and manual compression was used to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Five unused representative samples with the same part and lot number were returned for evaluation. Functional testing was performed on all five of the returned devices and the devices passed with acceptable results. A root cause for the reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.